Manufacturer narrative:
Patient had 3 valves placed on (B)(6) 2018 for pal following lobectomy. On (B)(6) 2018 patient was admitted for pneumonia. Physician stated that the pneumonia was likely unrelated to the valves, however, he could not say for sure. Pneumonia is listed in the patient brochure as a potential risk related to either the procedure or the valves. Site reports that the patient was discharged 4 days after admission for pneumonia with valves still in place. The pneumonia was not fully resolved when the patient was discharged, however it had resolved by the time the patient came back in to the clinic on (B)(6) 2018. The conclusions above are based on a review of the device history files and the dfmea.

Event description:
Patient admitted to (B)(6) on (B)(6) 2018 for pneumonia. In discussion with dr. (B)(6), pneumonia covers entire right side of the lung, the same side where the valves were placed. Patient started on IV antibiotics. Patient is still admitted and is continuing on antibiotics.